Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A conclusive cause for the reported failure to achieve hemostasis could not be determined and treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Hemorrhage, perforation and surgery (surgical exposure) are listed in the proglide instructions for use. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The other perclose proglide device is filed under a separate medwatch MFR number.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a proglide device with a 6f sheath after a coronary interventional procedure. Reportedly, the proglide device did not achieve hemostasis. A second proglide device was used with the same results. A 7f sheath, an 8f sheath and a 9f sheath were placed in succession but hemostasis was not achieved. Protamine was given. A contralateral access was used to perform an angiogram; the artery appeared to be perforated and was bleeding at the left common femoral artery access site. A 7 x 40 balloon was placed but hemostasis was not achieved. An 8 x 40 balloon was placed and hemostasis was achieved. The patient was taken to surgery to suture the artery. Surgery was performed under general anesthesia. There was a clinically significant delay in the procedure due to the surgical suturing of the artery. The physician is reportedly trained in the use of the proglide device. No additional information was provided.